Manufacturer narrative:
(B)(4). Concomitant medical devices: tm ankle tibial base size 4 cat# 00450004400 lot# 64199805; talar component orange size 4 right cat# 00450002400 lot# 63936458; dist lat fib lck plate 6h rt cat#00-2357-017-06 lot#ni; p scr 3 5mmx14mm w/2 7mm hd st cat# 00-2348-014-35 lot#ni - qty 3; p scr 3 5mmx16mm w/2 7mm hd st cat# 00-2348-016-35 lot#ni - qty 2; 3.5mm x 16mm locking screw cat# 00-2359-016-35 lot#ni; 3.5mm x 18mm locking screw cat# 00-2359-018-35 lot#ni; 3.5mm x 20mm locking screw cat# 00-2359-020-35 lot#ni. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 00010, 0001822565-2020-03873.

Event description:
It was reported that a patient underwent an unknown ankle procedure. Subsequently, the patient has reported pain and impingement issues. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.